Event description:
Information was received from a patient who was receiving fentanyl via an implantable pump. It was reported that the patient had a replacement done (B)(6). The patient mentioned during the surgery the "pump was put in, they drew out my medicine which is fentanyl to put in to the new pump; the new medicine contaminated my medication because there was saline solution". The patient mentioned that they "had to go back on the patches" and had withdrawal for 2 days because "they were trying to figure out how to adjust the fentanyl patches" on the patient to match the same amount they needed to get. They were in patches because they could not put the medicine in to the pump because there's still stitches and staples and they needed to wait for it to heal up. The patient mentioned that "with their patches it doesn't handle my rst" that's the reason why they have the pump; to control their "rst". The patient added that their "rst was all messed up".

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.